Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding a patient receiving fentanyl and bupivacaine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient mentioned they had difficulties connecting to the pump with their equipment. The patient stated they initially had the larger pump put in in 2022, but it ended up being too big for their body and it was hitting their pelvis and rib cage at the same time and was super uncomfortable, so they went back in a year later and put in the smaller pump. 'A couple few days' into recovery they had sat up in bed and reached for something and heard a pop, and their friend heard it as well. The patient went to the doctor and they said it could have been an internal stitch, but they have a lot of other personal stuff going on so they didn't get the recovery time they should. The patient thought that over the last year, they have had quite a few stitches and basically the pocket that they put the smaller one in had reopened and the pump was migrating into the larger space again, so it's moving around a lot. Patient also mentioned they have a lot of trouble connecting to their pump to bolus. The patient will be sitting up, standing, laying down, and in any position they can possibly try to get it to connect for a bolus, and sometimes it will connect right away, but most of the time it is very difficult. The patient stated the pump moved around a lot.